Event description:
A surgical repair of a ventricular septal defect (vsd) was performed on a (B) (6) baby. It was a scheduled surgery on a stable patient, with no co-morbidities. According to the surgeon, the procedure started around 8:00 am. He used an edwards research medical - (B) (4) to cannulate the ascending aorta. Soon after the patient was on cardio pulmonary bypass (cpb), and the aorta was already clamped, the perfusionist mentioned that he started to register elevated aortic perfusion pressures. Several minutes later, he found that the cannula was angled and collapsed. Shortly after, the team decided to put the patient into deep hypothermia and proceeded to change the arterial cannula and continue with the vsd repair. After the vsd repair was completed, they had difficulty getting the patient off cpb. The team kept trying to balance the patient¿s hemodynamics without success. After several hours, they decided to put the patient on ECMO. The patient was out of the operating room at 5:00 pm. The patient lasted on ECMO ten days with no relief during that period.

Manufacturer narrative:
Evaluations results: meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer reported as a result of getting a reading that was higher than how she felt, she self-dosed with an unspecified diabetic medication off of the high reading, which resulted in loss of consciousness. The reading obtained on her freestyle freedom lite meter prior to the medical incident is unknown. She reportedly self-treated with candy and sugar to bring her blood glucose back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.